Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified medication during a clinical trial, at a rate of 200ml/hr, with a vtbi (volume to be infused) of 90ml, and delivery was started. Approximately 15 minutes later, the nurse reported the device alarmed for air in line. At that time, the nurse noted the device display indicated 62ml have been delivered; however, the solution container was empty. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.